Event description:
It was reported that, during treatment, pico devices did not complete the treatment period because they interrupted the therapy after 48 h due to damage to them as confirmed by the four lights lit at the same time. It is unknown how the treatment was finished and if there was a delay. No other complications where reported.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Device alerts/indicator lights are intended to inform the user when a device is not performing as intended so that immediate action may be taken to resolve the issue and continue treatment. This event is considered not reportable pursuant to 21 cfr part 803.